Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker's battery showed a decrease in battery longevity from two years remaining to seven months remaining capacity within a year's time. There was also a signal artifact monitoring (sam) alert due to atrial fibrillation (af). Engineering analysis was performed to help determine the cause of the battery depletion. Engineering found that the battery appeared to be depleting normally as the power consumption was elevated due to sensing of persistent af. There was also programming changes and a software patch for the sam which contributed to the sensed rates. The pacemaker remains in service and no adverse patient effects were reported.